Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads had high impedances. Reprogramming was done but was unsuccessful. It was also noted that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg and lead were replaced and the patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(6), and batch: 18244996.